Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 17411295.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken and revealed lead migration. It was also noted that the patient had some discomfort when the stimulation was turned off. Reprogramming has been done however the patient was getting shocking sensations whenever trying to program any lower. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded.